Manufacturer narrative:
Evaluation: samples received: 28 unopened pouches. Analysis and results: there are no previous complaints of this code/batch. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and manufacturing site requirements. There are no units in manufacturing site stock. All packs received are tight. We have tested the needle attachment of the samples received and the results fulfill the requirements of the (B)(4): 1,99 kgf in average and 1,68 kgf in minimum (ep requirements: 0,68 kgf in average and 0,34 kgf in minimum) needle attachment results before releasing the product were 1,91 kgf in average and 1,45 kgf in minimum and fulfilled ep requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable.

Event description:
Country of complaint: (B)(6). The thread is detaching from the needle to easily.